Event description:
It was reported the patient presented to the emergency room due to alert tone from device. A lead integrity alert (lia) was triggered due to right ventricular (rv) lead high voltage high impedance and possible fracture. The lead was programmed off and the patient was scheduled for lead replacement. During replacement procedure the patient became hypotensive and unresponsive. A code was called, resuscitation efforts were initiated, were unsuccessful and the patient died. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a defibrillation coil was beyond the expected upper range and a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert occurred and the superior vena cava defibrillator and defib active can impedance rose from a baseline of 35-50 ohms to greater than 250 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant products: 4194 implantable pacing lead, implanted: (B)(6) 2007; 5592 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.